Event description:
Account reports, after unsuccessfully placing 24ga. Sprotte spinal needle for spinal block on c-section pt, anesthesiologist removed both introducer needle and spinal needle. At this time the anesthesiologist observed that approx 1-1/2" of the spinal needle was missing. A second anesthesiologist performed a successful spinal block on the pt and the c-section was performed successfully. After consulting with a neurologist, a vascular surgeon made a 1.5cm incision, using fluoroscopy, and was unable to feel any sign of foreign matter subcutaneously. At this time a 1cm incision was made into the fascia and an abnormality was felt. Using fluoroscopy and a hemostat, the surgeon removed the needle fragment which was bent and appeared to be 1-1/2" in length. The pt was re-examined using fluoroscopy and there was no sign of additional foreign matter. Per hcp, the pt will be released from the hosp today.